Event description:
End user reported he tried the wafer in (B)(6) 2013 and noticed redness under the tape border of product after five (5) days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported that he used two more wafers before discontinuing. The end user stated that he used stomahesive powder and returned to using a hollister product (end user did not provide hollister product information). No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted.